Event description:
It was reported that the user experienced episodes of low blood glucose after adopting a more active lifestyle and continued insulin delivery during exercise while using the ilet system; the user was advised to pause or disconnect the pump during exercise to mitigate additional insulin exposure, and they understood the guidance. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.